Manufacturer narrative:
Patient's weight not available. Device remains in patient. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occured during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory additional suspect device components involved in the event: model: sc-2148-50, description: scs reg lead (50cm) model:sc-8116-70, description: scs paddle lead (70cm) this is the final report.

Event description:
A report was received that the patient had a staphylococcal infection and did not want his ipg to be explanted. The patient was prescribed antibiotics. The patient is reportedly doing well after the antibiotic treatment. The infection has since cleared.